Manufacturer narrative:
Several attempts were made to receive additional information and to get access to the system. However, there has been no service contract with philips for many years and the customer refuses to provide more information or access to the system. Conclusion: based on the limited information available, there is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. There is information that there was a potential for skin-to-skin contact. Since the patient was undergoing lumbar and pelvic cavity examination, patient's hands were likely positioned above his/her head. Taking into consideration there is no information if padding was used to avoid skin-to-skin contact, the blistering can be explained by possible skin-to-skin contact, which allowed an rf loop to form. H3 other text : customer refuses acces or information, system service by 3rd party.

Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once complete.

Event description:
Philips received a report that a patient received 2nd degree burns to her wrists during an mr examination.